Event description:
Doctor reported access port flipped requiring replacement and suture fixation. Lap-band system surgical revision was performed to treat the event.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of displacement as: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."